Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and replaced a defective acid pump. The cause of the discordant, (B)(6) results is a malfunction of the acid pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on one patient sample on an advia centaur xp instrument. The second (B)(6) result is above the cutoff for required confirmatory testing. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and resulted as expected. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.